Event description:
It was reported that the light source lamp does not light. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that lamp did not light up due to xenon lamp failure or product lifetime. Olympus will continue to monitor field performance for this device.